Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, the trocars have been making a high pitch noise and the obturator gets stuck on the seal upon removal and a lot of resistance can be felt when removing the obturator. There was no injury.